Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken)

Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens is broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens. In addition, we confirmed that the insertion flexible tube (ift) buckled, the distal body worn out, the remote control buttons leaked, the remote control buttons cut, and the u/d knob lock lever was broken; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.